Event description:
Customer reported to beckman coulter, inc. (Bec) that the potassium results generated by the synchron lx 20 clinical chemistry system started drifting. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the erroneous results were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the electrolyte injection cup due to a crack. The fse replaced flowcell and the carbon bridge. The fse performed preventive maintenance due to some tubing that were turning yellow. Customer then ran controls and all chemistries were within specifications.